Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional assessment found that the device was unable to generate or control negative pressure, establishing a relationship with the reported event. The root cause has been identified as a failed vacuum motor. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. This investigation is now complete with no further actions deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the pump was found defective and not able to generate and control negative pressure. No patient involved.